Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of 50mm in abdominal aortic aneurysm. It was reported that the patient presented emergently with a contained rupture due to migration and a type ia endoleak. The physician implanted another manufacturer¿s cuff however, the bare spring of the talent bifurcate was interfering with seal on the lower left renal artery causing poor wall apposition. Another manufacturer¿s cuff was implanted, covering the left renal artery, successfully resolving the event. The physician stated that the cause of the event was due to aneurysmal changes (aaa shrunk significantly). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).